Event description:
Device implanted on (B)(6) 2014, without complications including a temporary abutment. Primary stability was reached. Patient had no pain and was released with antibiotic and pain prescription from dentist. Patient returned in 5 weeks saying "it feels loose." Device was explanted. Patient is scheduled for another implant in july.